Event description:
It was reported that the customer received no delivery alarms on the insulin pump, during bolus attempts. Customer changed the set and took a manual injection instead of the bolus she was trying to delivery. Customer's blood glucose was not known, but it was stated that the alarm situation did not end up causing a serious injury. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.